Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. All leaflets were intact and were found to be slightly stiff yet flexible. This is to be expected as there was evidence of blood contact and because the valve went through decontamination process that includes a high concentrate of a tissue fixation. A small intercuspal hematoma was noted on the left cusp along the inflow margin of attachment. All commissures were intact. Gradients and eoa were found to be within historical range. Regurgitant volumes were recorded well below the historical range. High speed video found leaflet function normal in appearance. Leaflets opened in a synchronized fashion. At the lowest flow rate, the right cusp lagged just slightly behind the left and non-coronary leaflets. All three leaflets closed fully with no evidence of leakage at all flow rates/cardiac outputs. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This investigation is ongoing. Should this investigation reveal any additional information, a supplemental report will be submitted.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this aortic bioprosthetic valve and after the patient was taken off of car diopulmonary bypass (cpb), the physician noted that "one of the leaflets didn't work" which caused persistent regurgitation. The device was explanted and replaced during the same procedure. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.